Manufacturer narrative:
Ge healthcare technician performed a checkout of the unit and found a small piece of tape got stuck under the inspiratory check valve disk. Removed the small piece of tape and unit was returned to service. No report of patient involvement.

Event description:
The hospital reported that, the unit is giving a reverse flow alarm and vt compensation lock alarm. There was no reported patient involvement.